Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy and continuous ambulatory peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination. The patient was not hospitalized for the event. Thirteen days after onset, the patient began treatment with intraperitoneal vancomycin two grams (every five days, duration ten days). At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapies were ongoing. At the time of this report, the patient had not been retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.